Manufacturer narrative:
Note: product reference 4430893 is not cleared in USA, but it is similar to the product reference 5433750 cleared under #510k130576. Batch history review: the manufacturing file of this batch of celsite access ports have been reviewed . It complies with its specifications and does not present any discrepancy. No other incident has been reported to us on this batch of access port released in march 2017. Investigation results: we received for investigation 2 pieces of "f" type catheter. Both pieces of catheter have a rounded extremity. This allows us to say that these 2 pieces of catheter are from 2 different catheters. The first catheter measures 5 cm and the 2nd measures 18.4 cm. Both catheters' proximal extremity facies are cut clear by a sharp object. These 2 pieces of catheter dimensionally conform to our specifications. Conclusion: the complaint is not confirmed. No manufacturing defect has been detected on the returned pieces of catheter. No corrective action is envisaged.

Event description:
"At the time of explantation, the catheter broke in half. During the catheter extraction, the catheter broke again. The surgeon succeed in removing all the catheter parts."